Manufacturer narrative:
Device evaluation: result of investigation: the reported complaint was confirmed by vyaire's failure analysis lab through the events log and duplicated during functional check. Transducer pt802 has failed. This complaint's reported failure is a known issue per CAPA: 000000281.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator alarmed transducer fault while connected to a patient. The patient was removed from the device and placed on another ventilator. The customer confirmed that there was no patient harm associated with the reported event.